Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events - 5 events were reported for this quarter. Product return status - 5 devices were received for evaluation.   Evaluation status - 4 reported events were confirmed during testing. - 4 devices were found to be affected by missing paint chips. 1 device evaluation is in progress.   Additional information - 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had paint chips missing. 5 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had paint chips missing. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 5 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by missing paint chips.   Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.